Event description:
It was reported that the device had a speaker malfunction error and it is unknown if there was still sound coming from the device. It is unknown if the device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
The device was returned and the analysis was performed at the philips authorized repair facility. The results of the analysis indicate the the speaker produces distorted sound due to corrosion on 4 pin. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a defective speaker. The issue was resolved by replacing the speaker and the product was returned to the customer.

Event description:
It was reported that that the device had speaker malfunction error. It is unknown if the device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.